Manufacturer narrative:
Information regarding suspect medical device: common device name: not available regulation name: hemostatic device for intraluminal gastrointestinal use. (B)(4). Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. In order to assist the user, the IFU states, "when spraying in retroflexed position, hemospray powder may adhere to the outside of the endoscope. This may result in difficulty repositioning/removing the endoscope, particularly if passing through a strictured area." The report indicates that the endoscope was retroflexed and was used in a pediatric patient. The IFU contains the following warning "hemospray has not been approved for use in pediatric populations, no safety or effectiveness data exists and would be considered off-label usage, to do so is at the professional risk of the surgeon/healthcare professional". The report indicated the powder temporarily adhered the scope to tissue. Overall clinical success was achieved with the use of the hemospray device. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
The following was reported to cook endoscopy: "during an esophagogastroduodenoscopy (egd), the physician used a cook hemospray endoscopic hemostat. The endoscope was retroflexed to spray a bleeding ulcer in the fundus of the stomach. Part of the endoscope became stuck around the gastro-esophageal junction where some of the hemospray powder was sprayed. The physician maneuvered the endoscope gently, irrigated the area with 120 ml of water, and was able to disconnect the endoscope and the tissue. Per the physician, the "endoscope withdrawal was difficult enough". The endoscope was removed within eight (8) minutes. The endoscope and the hemospray device were removed. The physician rescoped the patient with a new endoscope and determined that the hemospray worked with no further complications. The physician examined the patient's esophagus and confirmed there was no damage and no harm to the patient. The bleeding had stopped." The follow was reported via mw 5089335: "use of hemospray from cook medical causing endoscope to adhere to patient's gastroesophageal junction causing difficultly with removal of scope. Patient is a (B)(6)year old female status post elective scoliosis surgery with spinal fusion t3 to t1. Patient developed significant hematemesis on post-op day 5 and required transfusion of blood x 2 units. Patient also had epigastric abdominal pain and decision was made to perform upper endoscopy. Patient was found to have a 1 - 1.5 cm ulcer at the top part of the stomach/cardia which could only be seen when scope was in retroflexed position and torqued. The location of the ulcer was difficult to reach in order for injection or cautery and decision was made to use cook medical device hemospray. This was sprayed over the area of the ulcer which was also about 1-2 cm from the proximal scope coming out of the ge junction. The hemospray contents covered ulcer well but also covered part of the scope. When the scope was then placed back in regular position- non-retroflexed and attempted to removed from the patient's esophagus, there was tension indicating that the scope was not able to be removed easily. Upon further evaluation, it was noted that the scope was stuck due to the hemospray. I [the physician] ended up having to twist the scope in 360 degrees in both clockwise and counter clockwise direction multiple times in order to free the scope from adherence of the hemospray. Eventually with gentle but firm pressure the scope was able to be removed. This took roughly about 3-5 minutes. Another scope was then placed back in the esophagus to confirm no trauma to the esophagus or the upper portion of the stomach and that ulcer was still stable with no bleeding. Cook medical was contacted regarding reporting this event." A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.